Manufacturer narrative:
The damaged cable remains at the customer site. If the cable is returned for further investigation, a supplemental report will be submitted.

Event description:
It was reported that the ventilator failed the oxygen (o2) delivery and displayed an error. The ventilator was not in use on a patient at the time of the event occurred.